Event description:
The device result was 496mg/dl. She went to the hospital and her glucose was 195mg/dl on a hospital meter. No treatment was provided. The device was replaced and requested to be returned for evaluation.